Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via patient's remote home monitoring system, that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) system exhibited high, out of range, shock impedance measurement. Attempts to obtain additional information were unsuccessful. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received from the clinician that during the in office interrogation isometrics were performed. Upon initial interrogation the rv shock impedance measurement was 113 ohms. With isometrics the shock impedance was 124 to 128 ohms. The shock impedance alert in the remote home monitoring system was increased to 150 ohms and the physician has opted to continue to monitor the patient. Boston scientific technical services (ts) advised to consider further testing if the impedance reaches the 150 ohm range. The rv lead and ICD remain in service and no adverse patient effects were reported.

Event description:
Additional information was received that the patient was evaluated in clinic and the high shock impedance measurements were replicated. It is believed that the cause of the high impedance measurements is due to calcification of the gore material on the lead. At this time the clinic has opted to continue to monitor the patient. No adverse patient effects were reported.

Event description:
Additional information was received that another alert for high out of range shock impedance measurements for the ICD and high voltage rv lead was received for an impedance of 129 ohms. Review of the measurements found that the shock impedance has been between 100 to 110, with a couple measurements greater than 125 ohms. Boston scientific technical services (ts) discussed the options of increasing the remote monitoring alert to 150 ohms or performing commanded shocks to test the system. It was further discussed that the impedances have risen gradually and the rv lead is a single coil lead, which can yield higher shock impedance measurements. The medical personnel would discuss the options with the physician. The ICD and rv lead remain in service and no adverse patient effects were reported.